Event description:
Information was received from a patient via distributor who was implanted with an implantable neurostimulator (ins) for unknown ind ications for use. It was reported that it took a long time to charge because the implanted neurostimulator (ins) disconnects. A reset was attempted to enter technician mode, but it did not work. The recharger antenna was overheating. A new recharger was requested, no patient harm was reported, and they were notified that they should call back if replacement of their product does not resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: france medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.